Event description:
Hamilton medical ag received the following event description: "calibration flow sensor failed. Try to swop new flow sensor but still problem. Into service software for full cal. , find on servo board can not adjustment potentiometer 20ml/s. While tuning 20ml/s the screen not change the value. After exchange new servo valve assembly and full cal. , this g5 can use to be normally. " .

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiratory valve. In consequence (correction) the defective inspiratory valve was replaced. There was no patient or user harm.

Manufacturer narrative:
Issue was solved by replacing the servo valve.

Event description:
Hamilton medical ag received the following event description: "calibration flow sensor failed. Try to swop new flow sensor but still problem. Into service software for full cal. , find on servo board can not adjustment potentiometer 20ml/s. While tuning 20ml/s the screen not change the value. After exchange new servo valve assembly and full cal. , this PMA/510k can use to be normally. " .